Event description:
It was reported that a pt underwent a sleeve gastrectomy procedure on (B)(6) 2012 and suture was used for skin closure. Post-procedure, the pt developed an allergic reaction to the suture. The pt has hives all around the incision. Add'l info has been provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) allergic reaction. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.